Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 09/30/2014 with the following findings:a review of the pump black box showed that there were several loss of prime warnings due to low non-zero force. During testing, the pump performed the rewind, load, and prime steps without issue and exercised for 24 hours without an errors, alarms, or warnings on the pump. A force sensor calibration test was performed and found that the pump force sensor calibration was out of specifications. The pump was opened and no damage or contamination was observed to the force sensor assembly.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump emitted multiple loss of prime alarms even after changing the cartridge. It was unclear at the time of the contact if the reporter had used a cartridge from another cartridge lot. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.